Event description:
A patient self-tester generated lower results than reference on protime microcoagulation system. Protime generated inr 2.2. On the same day lab generated inr 3.6. The doctor's office results were used for treatment decision. Patient's therapeutic range: inr 2.5-3.5. The cuvette lot number was not provided. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Itc has requested all data required for from 3500a.